Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving clonidine, 56 mcg/ml concentration at 21 mcg/day dose, fentanyl, 750 mcg/ml concentration at 286 mcg/day dose and bupivacaine, 2.8 mg concentration at 1 mg/day dose via intrathecal drug delivery pump for non-malignant pain, failed back surgery syndrome and postlaminectomy pain. It was reported that according to patient, pump stalled about a week ago. He heard alarms. Pump logs were attached and indicated that stopped pump period may exceed tube set on (B)(6) 2018. The environmental/external/patient factors that may have led or contributed to the issue were that no falls, no magnetic resonance imaging (MRI), anything at all recently. The rep interrogated on (B)(6) 2018. The pump was to be replaced on tuesday (B)(6) 2018. The rep wouldn't have any updates before that date. At the time of this report the issue was not resolved and patient status was alive- no injury. Patient was being controlled with oral medications until his replacement surgery on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the surgery for replacement was scheduled for thursday (B)(6). The rep had no other updates than that until thursday (B)(6). No further complications were reported.